Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found a forceps instrument channel malfunction. In addition to the reportable finding documented in b5, the non-reportable findings are as follows: water tightness was lost due to damage on the right/ left knob and damage on the air water tube, the forceps channel port and the scope cover was scratched, the suction cylinder was no cover, the coloring ring has a crack, the channel tube and air water tube had foreign objects, due to damage on nozzle the water removal ability does not meet the standard value, due to wear of angle wire, bending angle in up direction does not meet the standard value, the plastic distal end cover was a chip, and the connecting tube is snaking. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis exera ii gastrointestinal videoscope had a blockage at the distal end and the sugar solution had become stuck. The issue was discovered during repair. There were no reports of patient harm associated with this event. The device was returned and evaluated, and foreign material was found in the instrument channel, air/water channel, and air/water cylinder. The medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the adhesion/clogging of the material in the air/water (a/w) cylinder, biopsy channel, and a/w channel was confirmed. It could not be specified what the foreign material was and the root cause of the remaining foreign material. The foreign material possibly remained in the device since the reprocessing deviated from the instruction manual. Additionally, the foreign material was likely not removed since the reprocessing was not conducted properly due to leakage from a/w channel. Performance of reprocessing on the device was secured in the reports by reprocessing appropriately in accordance with instructions for use (IFU/cleaning/disinfection/sterilization). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the device was manufactured. The suggested events can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): ¿ the instruction manual evis exera ii gif/cf/pcf type 180 series operation manual chapter 3 preparation and inspection describes how to detect for the suggested event. ¿ the instruction manual evis exera ii gif/cf/pcf type 180 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories) describes how to prevent for the suggested event. Olympus will continue to monitor field performance for this device.